Event description:
Customer reported that the inspiratory-time setting would change without turning the knob - the display would jump from 1 to .8 in both directions when pot was tapped. A customer support engineer went to the customer site and confirmed the reported problem and verified a jump in the inspiratory- time as great as .4. The customer service engineer replaced the ventilator's front panel "pca" to correct the reported problem.